Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) having a damaged white power cable due to contamination from glue was confirmed via customer submitted photo. The controller was not returned for analysis. The submitted photo showed damage to the white power cable due to glue contamination. No log files were submitted for review. Provided information indicated that the system controller was damaged due to the patient attempting to repair their 14v battery clip with glue, contaminating the power cable, that no alarms were associated with the reported event, and that the controller and battery clip were exchanged. The root cause of the power cable damage was determined to be due to user error in contaminating the power cable. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine follow-up visit, visual and functional inspection was performed that revealed a broken 14v battery clip. It was noted that the clip was glued by the patient. Due to this repair, the white battery socket of the system controller was damaged, the socket was contaminated by the glue. The controller was withdrawn from use and replaced with a new one. Since damage was clearly done by user, the system controller and clips were discarded by the hospital.